Manufacturer narrative:
D6b: estimated explanted date. H6: 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurry vision. The lens was later removed and replaced for a same size lens, different power. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.